Manufacturer narrative:
Patient demographics, such as age, date of birth, sex or weight, were not provided. All system parameters including access accutni+3 quality control (qc), access accutni+3 calibration and system check were within assay and instrument specifications. The access accutni+3 reagent was not returned for evaluation. In conclusion, the cause of the reported non-reproducible access accutni+3 results cannot be determined with the available information.

Event description:
The customer reported a non-reproducible troponin I (access accutni+3) result, above the normal reference range of the assay, for one (1) patient on the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer reanalyzed the sample twice on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and obtained lower results, within the normal reference range of the assay. The customer reanalyzed the sample on an abbott istat (serial number not provided) and obtained lower results, within the normal reference range of the assay. The initial elevated access accutni+3 result was reported outside the laboratory. There was no report of impact or change to patient care or treatment. Access accutni+3 quality control (qc) was within the laboratory's established ranges prior to and after the reported event. The sample was collected in grenier serum separator tubes (sst). The sample was centrifuged at 3000 times gravity for ten (10) minutes at room temperature.